Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed the high pressure test multiple times. Customer stated that they experienced the high blood glucose. Customer's blood glucose level was 214 mg/dl. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).